Event description:
The customer reported that the 840 ventilator stopped cycling. The covidien customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self-testing.